Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances, greater than 2000 ohms. Which thus required the lv lead to be explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 60mm from the terminal pin; only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and could not be confirmed by analysis of the lead segment returned.

Event description:
Additional information indicated that an x-ray revealed a visible break on the lv lead, prior to the lead explant.